Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mgk215 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how large was the reaction? Are any pictures available? In the late postoperative period, ligature fistulas formed. Procedure name? The patient underwent tenodesis of the tendon of the posterior tibial muscle. Suture of the tendon. Initial procedure date? (B)(6) 2019. Was the sutures removed post-op due to reaction? No, it wasn¿t. Was re-suturing done? No, it wasn¿t. Were any antibiotics/steroids prescribed? If yes, please provide medicine name, strength & dose? Perioperative antibiotic prophylaxis was carried out (cefazolin in an age-related dosage, intravenously). Patient's current condition. Satisfactory. How was the fistula and scar treated? Surgically. What medical/surgical intervention was performed to manage the reported consequences? Removal of a foreign body (thread), excision of a fistula of the soft tissue. The single complaint was reported with multiple events. Additional information was requested and the following was obtained. There are no additional details regarding the additional patient events. If further details are received at a later date a supplemental medwatch will be sent. In the clinic suture material had been used by the department of traumatology and orthopedics 2.5-3 months before the appearance of adverse events in the department on the patients with reconstructions on all sutured layers in the surgical wound. Then the patients had been discharged to home. After 2.5-3 months they were hospitalized again in the emergency surgical department. All available information from department of traumatology and orthopedics about patient data is below: patient data of this complaint ((B)(4)): male, (B)(6) years old, weight (B)(6) kg, height 158 cm, re-hospitalization after 3 months, with bilateral complications on the lower extremities. Twice operated with an interval of 10 days. Operation is excision of fistulas with removal of threads. The following information was requested but unavailable: the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? On what date was the fistula scar treated surgically, removal of a foreign body (thread), and excision of a fistula of the soft tissue performed? In what tissue/structure was the fistula located? What was the appearance of the suture during the reoperation? Does the surgeon believe there was any suture deficiency that lead to the post-op complications? Other relevant patient history/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement or during any re-operations? What is physician¿s opinion as to the etiology of or contributing factors to this event? Note: event related to first excision of fistula reported via mw 2210968-2020-00982; event related to second excision of fistula reported via this report.

Event description:
It was reported that the patient underwent tendonesis of the tendon of the posterior tibial muscle and suture of the tendon in march or (B)(6) 2019 and suture was used. The patient received perioperative cefazolin antibiotic prophylaxis in age-related dosages intravenously. In the late postoperative period, ligature fistulas formed. The patient underwent rehospitalization 3 months post-op, with bilateral complications on the lower extremities. The patient was twice operated with an interval of 10 days for excision of fistulas with removal of suture. During ligation, the ligature was removed from the granulating wound of the right lower leg. The patient underwent removal of a foreign body, excision of a fistula of the soft tissue. The patient¿s current condition is satisfactory.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/17/2020. Additional h3 investigation summary: four sealed boxes of product code w199, lot # mgk215 were returned for analysis. The complaint sample was not received for evaluation and each box contain twelve samples. Unopened samples were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packets were opened and during the visual inspection the suture was correctly placed on folder and the suture of each sample was dispensed without problems and examined along of the strand and no defects, damaged on suture or surface could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to samples condition, no defects were observed.